Event description:
Boston scientific received information that approximately two weeks post implant, the patient with this device was hospitalized for a pulmonary embolus. Interrogation did not reveal any device or lead issues. Threshold measurements could not be tested as the patient's heart rate was 145 bpm. No changes were made. The device remains implanted and in service.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.